Event description:
Related manufacturer reference number: 2017865-2024-00429. It was reported that patient's right ventricular (rv) lead was dislodged. X-ray was done to confirm lead dislodgement. During lead revision procedure it was noted that patient's atrial lead was stuck to the rv lead. Both leads were explanted and replaced. The patient was stable.